Event description:
Patient underwent generator replacement surgery. The explanted generator was given back to the patient therefore, it is not available for return.

Manufacturer narrative:
Correction - did not need to submit initial report as the event was related to a known event which is a non-reportable malfunction.

Event description:
The battery rebound event was confirmed to be related to a known event cause by the impedance behaviors in the beginning of the battery's life. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. No further relevant information has been received to date.

Event description:
It was reported that the patient's device appeared to be depleting prematurely, however battery status later rebounded back to normal. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date.